Event description:
A u.s. Distributor returned an electrode belt indicating that it could not complete testing.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (cannot complete testing) was confirmed. Upon evaluation, the trunk cable and cable connecting ECG electrodes c and d were cut off of the electrode belt. The cause of the inability to complete testing is the cut cables. The root cause of the damaged cables is likely physical abuse. No adverse event resulted from the damaged cables.